Manufacturer narrative:
It was initially reported that two devices were used in this procedure and two MDR reports submitted for 703101794. Additional information confirmed that there was only one device used in this procedure. The second device was used in another procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used two venaseal devices to treat 4 segments of a patient¿s left and right great saphenous vein (gsv). The IFU was fo llowed and the lumen flushed prior to use. The procedure was completed successfully and the vein closed. Post op it was reported that the patient developed a 2/3 circular wounds along the course of the treated left and right gsv which looked discoloured and infected. The wound was cleaned and a course of antibiotics were administered.